Event description:
Our affiliate is reporting that the surgeon was doing a knee arthroscopy with a fms arthroshaver. According to the nurse in charge, the shaver blade showed a great amount of abrasion of metal. The surgeon tried to remove all metal shavings from the inside of the joint but cannot be sure that he fully succeeded.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. Furthermore, the batch number has yet to be provided for the device. At this point in time, we are still in the information gathering phase. This blade was reused, and may be reused up to 5 times. It has not been established exactly how many uses the device has seen, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. It is not known for sure if all the pieces were retrieved from the patient. If this is the case, and the broken fragment has not been retrieved from the patient, it is possible that patient injury could potentially occur. Because of the potentiality, an MDR is being filed to document this event. When the complaint device is received here at depuy mitek it will be subjected to failure root cause analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.